Manufacturer narrative:
No report of patient involvement. Ge healthcare provided the customer with replacement bellows assembly components. The customer will conduct the repair on the equipment.

Event description:
The hospital reported that the anesthesia machine fails the preoperative checkout. It was subsequently noted that the bellows base had popped off. There was no report of patient involvement.